Event description:
A 61 yr old white female gravida o status post bilateral subglandular. Surgitek gels (questionable size, 220cc) on 9/27/88 for augmentation. Pt denies decreased size, change of shape/texture or history of trauma. Noted to have a possible left rupture on mammogram. Pt denies breast pain but notes right has always been firmer. Arthralgias, sleep disturbances, dizziness, memory loss, sicca, rashes, extremities, weight gain, and gastrointestinal disturbances. Otherwise healthy.